Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the device history record were reviewed as part of investigation (B)(4). The record review found: 1 unrelated non-conformances on this lot number. Final micro and sterility tests passed. There were no anomalies identified for this lot.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left attune total knee to treat degenerative arthritis. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a left knee revision to address tibial tray loosening at the cement to implant interface. The tibial insert, tibial tray, and femoral component were revised. The patella component was retained. The patient was revised with competitor products. There were no indicated intra-operative complications. Doi: (B)(6) 2015, dor: (B)(6) 2017, left knee.